Manufacturer narrative:
This report is submitted on may 06, 2024.

Event description:
Per the clinic, the patient experienced an infection around the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).